Event description:
It was reported that health care professional (hcp) suspected that the patient's implantable device is malfunctioning. To date, there is no intervention information available and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.